Event description:
Additional information was received. It was reported the patient set up an appointment to resolve the recharge duration. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it is taking much longer to charge. Pt stated it used to take them about 2 to 3 hours to charge their implant and now it is taking about 6 hours to charge. Pt stated that they will be charging excellent and if they move even a little bit, the charge session will be interrupted. Pt also reported that they have been half way through charging their implant and their controller will show the charge is complete, when it's not complete. They tried charging over the call and charging was interrupted within a minute while charging with excellent quality. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from the patient. They received the replacement recharger and are still having the same issues. Patient services (pss) walked caller through inspecting the port on the bottom of the controller and pt reported no visible damage. Caller noted it seems like a tight fit when plugging the recharger into the controller port but that could be normal. Caller stated they don't use the belt while charging, they lean against something. Pss asked if there were any falls/traumas/medical procedures/change in implant pocket site that they think would be related to the issue. Caller stated now that we ask; yes they had a very bad fall three months prior and the charging issues started after that. Pss redirected to their healthcare provider (hcp) to have implant pocket checked. No symptoms were reported.